Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon was initially inflated at 10 atmospheres for 30 seconds. Subsequently, second inflation was performed, but the balloon ruptured in the middle part at 14 atmospheres for 60 seconds. The device was removed without any problems, and the procedure was completed with this device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).